Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the electronic lot history record (elhr) for the reported lot and relabeled lot revealed no associated nonconforming material records (ncmr). The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 99% stenosed mid right coronary artery. Pre-dilatation was performed with a 2.0 x 18 mm unspecified balloon catheter. A 3.0 x 28 mm xience prime stent was deployed when a proximal edge dissection occurred. Another xience stent was successfully used to treat the dissection. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.